Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead, (B)(6) 2007; 1388tc competitor implantable pacing lead, (B)(6) 2007.

Event description:
It was reported that the patient received inappropriate shocks for supra ventricular tachycardia (svt) and the patient presented to the hospital after feeling week and falling at home. It was also reported that the patient was found to be febrile at 101.3 f with white blood cells (wbc)>16k; blood cultures revealed (B)(6) infection. Therefore, the patient was started on vancomycin and later daptomycin was added. A transesophageal echocardiography (tee) was performed and showed a 1.6cm mass in the right atrial (ra.) The patient was also diagnosed with cardiovascular implantable electronic device (cied) endocarditis. Therefore, the system was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.